Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the bilateral arms using a coolfit applicator and to the bra line using a cooladvantage coolcurve+ applicator, on (B)(6) 2018 to the upper mid abdomen, hips, bilateral outer thighs and outer rear hips using a coolsmooth pro applicator, to the flanks with a cooladvantage coolcurve+ applicator and to the knees with a coolfit applicator, and on (B)(6) 2018 to the bilateral upper abdomen, bilateral lower abdomen and bilateral anterior outer thighs using a coolsmooth pro applicator, to the bilateral inner thighs using a cooladvantage coolcurve+ applicator, to the submental using a coolmini applicator and to the bilateral arms using a coolfit applicator. The patient developed paradoxical hyperplasia of the bra line and upper/lower abdomen 6 weeks after treatment, diagnosed on (B)(6) 2018. Tissue described as firm dense regions distinct from surrounding normal tissue. The patient later developed ph of the arms, lateral thighs and hips, diagnosed on (B)(6) 2018. Tissue described as spongey with visible enlargement. After review by allergan medical safety, ph of the hips, upper/lower abdomen and bra line were confirmed but ph to the arms and thighs was not confirmed.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bilateral arms using a coolfit applicator and to the bra line using a cooladvantage coolcurve+ applicator, on (B)(6) 2018 to the upper mid abdomen, hips, bilateral outer thighs and outer rear hips using a coolsmooth pro applicator, to the flanks with a cooladvantage coolcurve+ applicator and to the knees with a coolfit applicator, and on (B)(6) 2018 to the bilateral upper abdomen, bilateral lower abdomen and bilateral anterior outer thighs using a coolsmooth pro applicator, to the bilateral inner thighs using a cooladvantage coolcurve+ applicator, to the submental using a coolmini applicator and to the bilateral arms using a coolfit applicator. The patient developed paradoxical hyperplasia of the bra line and upper/lower abdomen 6 weeks after treatment, diagnosed on (B)(6) 2018. Tissue described as firm dense regions distinct from surrounding normal tissue. The patient later developed ph of the arms, lateral thighs and hips, diagnosed on (B)(6) 2018. Tissue described as spongey with visible enlargement. After review by allergan medical safety, ph of the hips, upper/lower abdomen and bra line were confirmed but ph to the arms and thighs was not confirmed.